Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the patient was initially implanted with a cervical locking compression plate variable angle (lcp-va) plate and screws for c6-c7 fusion. The patient was returned to the o.r. On (B)(6) 2013 for removal due to adjacent level disease. The patient was fused at c6-c7 and was implanted with an anterior cervical discectomy and fusion (acdf) plate to fuse c5-c6. During screw removal the tines on two screwdrivers broke with a 3rd driver being damaged. This is 2 of 5 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development event evaluation was conducted. (B)(4). Based on the evaluation results, the instrument has sufficient capacity when fully seated in place however this condition when it was used is unknown. The disposition for this complaint from a design perspective is indeterminate.